Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an image blackout during setup and inspection for use before the patient was in the room involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.